Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noisy signals oversensing. The myopotentials were able to reproduce in the secondary vector. X-rays were performed and showed that the electrode tip point to the pectoralis. The reprogramming to primary vector showed no myopotentials. This electrode remains in service. No additional adverse patient effects were reported.